Event description:
Event description guidant/crm received information that due to a lead dislodgement a few days after implant this endotak endurance rx lead had to be repositioned. It remains actively implanted.